Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The patient presented for the generator change and rv lead revision procedure. The physician disconnected the old rv lead and plugged it into the left ventricular port of the new pacemaker on (B)(6) 2025. A new rv lead was implanted into the rv port of the new pacemaker. There were no patient consequences.